Event description:
A 6f angio-seal vip was selected for use and deployed in a left femoral artery puncture following a percutaneous transluminal angioplasty for stenosis in the distal superficial femoral artery. The pt remained hospitalized, and developed a hematoma four days post-deployment, which was diagnosed via ultrasound and computed tomography (CT). The hematoma was surgically treated, and the pt received two units of blood. The pt was fine following the event, but the hospital stay was extended.

Manufacturer narrative:
A final report will be submitted when the investigation is complete.